Event description:
It was reported that this lead was revised due to high capture thresholds and loss of capture (loc). A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information regarding product status/product return has been submitted. Additional information was received indicating that this lead had dislodged twice. Visual inspection of the lead demonstrated tissue in the helix; therefore, the physician opted to use a different lead during the revision procedure. It is not expected to receive this lead for analysis.